Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31446099l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that in a bwi-sponsored clinical study a patient underwent an atrial fibrillation ablation procedure with a 8.5 fr varipulse catheter on (B)(6) 2025. However, on (B)(6) 2025, the patient experienced heart failure with acute pulmonary edema categorized as moderate severity and adverse event serious defined by in-patient / prolonged hospitalization with an admission date of (B)(6) 2025 and discharge date of (B)(6) 2025. Relationship to study device is not related and the relationship to the index study procedure is possible. The event was expected/anticipated. The outcome is recovered/resolved. Intervention performed was medication.